Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip similar to device under 510(k) k090140 (B)(4). Summary of investigational findings: no product is returned and no imaging is provided why it is not possible to comment on the reported incident regarding filter detachment nor is it possible to determine a root cause. During manufacturing processes it must be verified that the filter is correctly attached to the grasping hook, placed inside a protection tube and locked to the introducer by properly tightening the red cap. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: patient anatomy: there was no problem in the right jugular vein, but the right femoral vein was as severely calcified as it was difficult to puncture. (B)(4). Upon removing the device from the package, the filter got detached from the filter introducer without pushing the metal knob and became unclean and unusable. Therefore, the puncture site was changed from the jugular vein to the right groin. (B)(4). The dilator got kinked when force was being applied during insertion due to severe calcification in the puncture site (the right femoral vein). Then, another manufacturer's ivc filter was used instead to complete the procedure. Patient outcome: unknown as information was not provided.